Event description:
Dr used soft tip extrusion cannula at iso suction. Looked afterwards with indirect visualized soft tip lying against retina. Needed to enlarge sclerotomy site to insert foreign body forceps to retrieve. Dr took needle, soft tip retrieved with him.